Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. During examination, it was noted that there was over-sensing of noise on the right atrial (ra) lead which was being caused by the ventricular lead.. No programming changes were made to the lead. The patient was in stable condition.